Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2021 with blood glucose reading was more then 500mg/dl at the time of incident and advised leaks in the tubing and/or air bubbles can limit the amount of insulin received during a bolus which leads to high blood glucose. Customer was treated with insulin drip and insulin pump high blood glucose level. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was active at time of high blood glucose event. Customer approved troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.